Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritatins (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was located on the right side of the abdomen, approximately three inches from the belly button. The reaction was described to extend approximately four inches beyond where the sensor was glued to the skin. The patient's mother reports that the area where the sensor was placed became itchy 12 hours after application. The patient's mother states that the patient was able to wear this sensor for approximately 4 days. The patient's mother reports that the patient's skin presented with redness and bumps on (B)(6) 2016, which extended from the sensor placement site to the patient's side and back. The patient's mother reports that the patient experienced mosquito bites that caused the "rash area to become inflamed" and the patient experienced a rash on her face. The patient's mother states that she contacted the patient's endocrinologist on (B)(6) 2016, and the nurse instructed her to discontinue using alcohol wipes to clean the site and to insert the sensor after the patient has bathed as well as apply over the counter (otc) benadryl spray to the skin prior to sensor application. At time of contact the patient's mother reported that the skin reaction is currently 98% healed after otc benadryl and otc hydrocortisone cream were used as treatments. The patient is feeling better and no longer itching. No additional event or patient information is available.